Manufacturer narrative:
Unable to determine a problem with this lot based on the samples returned. Assembly is packaged as two components. The needle assembly must be secured to the syringe tip. To ensure a proper seal between syringe/ needle components, it is recommended to firmly attach the needle hub to the syringe luer with a 1/4 twist to securely seat the assembly before use. This incident appears to be the result of customer's technique. For greatest safety, a one handed technique and activation away from self and others is recommended. The luer connections of the hub and syringe are routinely checked for compliance to current iso standards for luer tapered connections.

Event description:
Staff nurse experienced accidental needlestick when attempting to activate safety component. The needle slipped away from tip of syringe and the needlepoint stuck the flesh of her second hand.